Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to subsidence of the tibial and talar components.

Manufacturer narrative:
Correction: h6 (device, result codes). The reported event could be confirmed based on the assessment provided by the medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of available CT scans, the hcp opined that the CT scan clearly shows loosening for both the tibial and the talar components. There is some radiolucence. Both components also show mild to moderate subsidence. Therefore, these incidents can be confirmed. The underlying cause of the failure is not clear and may be patient-related. However, failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information (e.g., clinical status, exact symptoms, range of motion of the patient, and assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure, or the device in relation to the cause of the failure. More detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to subsidence of the tibial and talar components.